Event description:
The user facility reported that they were unable to insert the assembly due to a kink in the locator. After percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto), the angio-seal was used, but the assembly could not be inserted due to high calcification. A small incision was then made, but the assembly still could not be inserted, and the locator was kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250 cc. The procedure before deploying the device was pci. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 french (fr). The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 9 mm. No equipment or other devices were used with the above product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).